Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed the functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 380 mg/dl. Customer stated that her insulin pump had multiple no delivery alarms. Nothing further was reported.